Event description:
It was reported that pump displayed malfunction code and customer¿s blood glucose reading showed ¿high¿ with specific value unknown. There was no reported information regarding any lasting impact to customer¿s blood glucose level. Customer did not take any actions before contacting support, and technical support guided customer through pump reset, after which malfunction did not recur, so customer was advised to continue using pump and to call back if issue happened again.